Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The source of infection was not known. The pacemaker system was then explanted successfully on (B)(6) 2019. The patient condition was stable. Related manufacturer reference number: 2017865-2019-11301, 2017865-2019-11303.